Event description:
User receiving low sodium results for most patient samples on one run. Exact number of patients affected is unknown, but one example is provided. Initial result 127 mmol/l, repeat 130 mmol/l and 135 mmol/l. Erroneous results were not reported. The field service representative determined sensor 1 was not working due to leaks in the ise tubing. He replaced the ise tubing but also noted the reference float switch was not working. Another field service representative replaced the reference tubing and reference float switch. Performance tests were performed.